Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the threshold and impedance measurements on the right ventricular (rv) lead had increased. Additionally, loss of capture was observed. During the device replacement procedure, the rv lead was tested through the pacing system analyzer and all measurements were appropriate. When the rv lead was re-connected to the device, the measurements were again high. As a result, the device was explanted and replaced. The rv lead measurements with the new device were appropriate. No additional adverse patient effects were reported.